Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the pt reported their "recharger" antenna (rtm) that they use to recharge "their self" has been going haywire (thinking it's shot). Pt said there was no damage detected. Pt explained they recharge the neurostimulator (ins) battery in the morning and then have to recharge it again at night but by then by the next morning it is depleted again. Pt remarked they were noticing when they wake up the ins had shut itself off. Pss reviewed the ins will shut off automatically if the ins becomes critically low and would need to be manually turned back on. Pt also mentioned they can check the battery a half hour after recharging and its almost empty again and taking forever to do a recharge (an hour). Pt described the unit was currently saying it was on but they were not getting anything from it. Pt said they can feel the stimulation (stim) when therapy is on but they were not feeling anything currently in their back. Pss walked pt through troubleshooting steps. Pss reviewed the additional therapy setting could be causing the pt to see a change in battery depletion rate and recharge frequency. Pt said they were told this at time of reprogramming. Pt switched to group b: 1. 7.5 (group b had 1<(>&<)>2 sub-groups) without feeling stim. Pt stated they had increased intensity to 9.6 and were then feeling the stim in their back "where it should be" but it was too strong. Pss advised pt to slowly decrease until comfortable. Pt said these issues began about a week ago. Pss reviewed best recharging practices/monitoring battery levels with the pt. The patient was redirected to their healthcare provider to further address the issue.